Event description:
It was reported that a pediatric, dystonic patient experienced alternating symptoms of underdose and overdose. The patient was hospitalized and reprogramming was done. The physician did a cap (catheter access port test) test/dye study/x-rays and aspiration/filling of the fluid was ok. The dye test did not reveal any anomalies; the catheter was patent. The physician suspected a catheter issue and was planning a catheter revision. There were no anomalies observed in the pump logs/the pump logs looked okay; no alarm messages were found. The patient status was reported as ¿alive - with injury¿. The pump was delivering lioresal. It was later reported that the revision had not yet been planned; ¿the physician decided before to optimize the cmm and eventually after to consider a revision¿. It was later reported that no admixtures had been used during the device¿s life, only baclofen. No volume discrepancies were reported by the physician. The physician suspected the catheter was kinking due to the patient¿s posture (dystonic). Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# unknown. Product type: catheter. (B)(6). (B)(4).